Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a mildly tortuous proximal cx. It was not possible to advance the device through the guiding catheter. Thus, it was withdrawn from the patients body, and it was noticed that there was no more stent attached on the delivery balloon.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon is well folded and shows no signs of inflation. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The introducer sheath and the guiding catheter used in the intervention were returned separately. The introducer sheath is kinked at two locations whereas the guiding catheter is slightly deformed at its distal end. The stent was not returned (i.e. Not located inside the guiding catheter). Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.